Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter appeared to be kinked. The mapping catheter was replaced and was able to be inserted into the balloon catheter successfully. The case was completed with radiofrequency (rf). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the mapping catheter, 990063-015 with lot number 217174720, was returned and analyzed. Visual inspection of the mapping catheter showed the device loop was ribbed and the introducer was out of the shaft and separated. All the electrodes were on the loop. In conclusion, the reported shaft kink was not confirmed through testing. The mapping catheter did not fail the returned product inspection due to a shaft kink. If information is provided in the future, a supplemental report will be issued.